Event description:
Additional information received reported the patient received assistance from her doctor or manufacturer representative and her concerns were resolved noting an appointment date of (B)(6) 2013. It was also reported that the patient was still having concerns regarding her device or therapy and was working with her doctor or manufacturer representative noting an appointment date of (B)(6) 2013. Additional information has been requested, and when available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a loss of therapeutic effect with symptoms of loss of bladder control. The reporter indicated that the patient couldn't seem to make the patient programmer "work right". The patient wanted to "set it different" because she was starting to have her symptoms back. The patient's large intestine was reportedly doing okay. However, her urinary tract was "starting to go back to where she just couldn't wait and had all of it." The symptoms were however not "full- fledged like the patient was", but the patient "could tell she was slipping." The reporter indicated that when the patient increased stimulation for the first time to 0.4v, she "made a mistake" and shocked herself "real bad". The patient reportedly "really zanged herself." The patient then decreased stimulation to 0.2v. The patient therefore wanted to increase stimulation back to 0.3v, which was the setting the healthcare provider (hcp) had when the patient left the hospital. It was noted that the patient "loved it, things had been great and she didn't want to mess with it." At the time of the report, the patient was on program 2 at 0.2v. Stimulation was increased to 0.3v and the patient was going to monitor symptoms over the next several days. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va04wp6, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported, the first time the patient adjusted stimulation they ¿made a mistake¿ and set themselves off ¿real bad.¿ it was noted, the stimulator was ¿really zapping¿ the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).